Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures. The battery was believed to be low. The patient¿s device settings were subsequently increased. Several CT scans were taken due to the patient¿s multiple falls and facial injuries and all were reported to be negative. A battery life calculation using the available programming history showed approximately 3.2 years until eri = yes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator was returned to the manufacturer for analysis. There were no anomalies found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.